Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak during preparation. It was reported that during the preparation of a g4 mitraclip xt on (B)(6) 2022, a leak was confirmed from the arm positioner and lock lever cap. This occurred while bleeding the clip delivery system (cds) of air, and before loosening the lock lever cap. Troubleshooting, such as tightening the lock lever cap, improved the leakage, but it did not stop completely. The device was not used. There was no patient involvement. The device was replaced to continue the procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
All available information was investigated, and the reported leak for the lock lever was confirmed via returned device analysis. However, the returned device analysis was unable to confirm the reported leak/splash in the dc handle. In addition, a loose cap was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. A cause for the reported leak/splash in the delivery catheter handle cannot be determined as the returned device analysis was unable to confirm a leak. In addition, the observed loose cap appears to be resulted of troubleshooting steps by the user techniques. The investigation determined the reported leak on the lock lever as a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.